Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that cadd solis vip pump error code 46442. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage. During analysis, the reported issue regarding error 46442 was found both in the event log and software application. Service will clear error code to correct reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.